Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be prematurely depleting as it had reached elective replacement indicator (eri) earlier than anticipated. The pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This event will be updated should a revision procedure be performed and/or the ICD be returned back from the field for analysis.